Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the actual device was returned for evaluation. Visual analysis revealed the device found the device was broken into two (2) pieces. Damage due to overtightening was found. The overall complaint is confirmed as it would appear that, prior to the fracture, the array clamp clasp assembly might have been unable to tighten or loosen due to the wingnut was over tightened beyond the material limits of the assembly and further attempts tighten/loosen using a tool for leverage would ultimately cause the clamp to fail. The assignable root cause as due to user error.

Event description:
It was reported that the robotic assisted array clamp device could not be tightened or loosened. During an in-house engineering evaluation, it was determined that the device fractured. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.